Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the batteries and completed the pm. The iabp passed all safety and functional tests and was returned to customer for clinical use. (B)(6).

Event description:
During a preventive maintenance pm) by a getinge senior territory manager (stm), the intra-aortic balloon pump (iabp) failed the battery runtime test. At the start of the test, battery 1 showed a fully charged battery, however, 10 minutes later it was drained. The logs show battery at 100% even though it was dead. There was no patient involvement and no adverse event was reported.